Event description:
It was reported that the user was unable to proceed during the fill tubing process and experienced an error consistent with an occlusion during setup; no device alerts were present, and the issue resolved after a dry run and a subsequent supply change using new infusion supplies from lot (B)(4). Symptoms included no reported adverse clinical effects. Outcomes included successful resumption of insulin delivery after replacing supplies and completing troubleshooting education. Investigation included customer support review of device status, user-guided dry run, and replacement of supplies to isolate the issue. Investigation of this case revealed that the problem was associated with the infusion set or related disposable components during fill, as performance normalized with new supplies and no device malfunction was observed. It was concluded, based on previously established findings for similar reports, that the cause was likely user technique or disposable component performance during setup.

Manufacturer narrative:
Initial.